Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided grade iii capsular contracture. The diagnosis was confirmed by her surgeon. Three closed capsulotomies were performed by the surgeon to correct recurrence of left-sided capsular contracture. However, it is against the IFU. As a result, the patient is scheduled to undergo unilateral removal and replacement with an unspecified breast implant on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the replacement device. It is a 475cc mentor memorygel breast implant ( catalog #: 3504754bc, serial #: (B)(4). On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Per mentor IFU, it is indicated to not perform a closed capsulotomy procedure, which will likely result in implant damage, rupture, folds, and/or hematoma. Capsule firmness must not be treated by overexpansion of the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-mar-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).